Event description:
Boston scientific received information that the patient implanted with this device system was presented in the hospital for gastrointestinal (gi) issues. Upon device interrogation, decreased sensing and intermittent loss of capture was observed. Right ventricular (rv) pacing impedance measurements were 380 ohms. The patient was seen in the clinic, with pacing impedances in the 300 ohms range and thresholds within acceptable limits. The patient's physician suspected poor patient health to have cause the previous increased threshold measurements. The patient was released and would return for a six month follow-up. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for an unknown reason.